Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with the display on their insulin pump. The customer states the display is all black. The customer states they cannot read the screen. The customer's blood glucose level at the time was 60mg/dl. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with black display, problem isolated to lcd board. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted.